Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was observed during evaluation and functional stress testing of the device. However, this does not indicate a device malfunction. The device was returned with pediatric pads, the device needs adult pads to indicate rescue ready. This error will self-clear if adult pads are installed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrodes pads. Complainant indicated that there was no patient involvement in the reported malfunction.